Event description:
Info received indicates the mattress fire barrier, topper foam, and ticking have heavy staining.

Manufacturer narrative:
The technician replaced the mattress fire barrier, topper foam, and ticking to repair the bed.